Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the pump has intermittent power issues. The battery compartment is reportedly cracked and the battery cap is not able to be tightened onto the battery compartment. The reporter stated the battery cap has never been replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Review of the black box data revealed records of unexplainable power on reset events. The returned battery cap was unable to secure to the pump properly or maintain electrical connection; the returned battery cap threads were found to be damage/stripped. The battery cap was further evaluated and found to have measurements within the required specifications. During the investigation, intermittent power was duplicate using the returned battery cap. A test battery cap secured well enough to the pump to complete testing. On examination, the battery compartment was found to be cracked above the bumper pad and on the side extending from the case seal towards the threads. There was no evidence of moisture was found inside the battery compartment. The pump was exercised for 24 hours using the test battery cap with no power interruptions occurring. The pump case was removed; no intermittent conditions or moisture was found inside the power or within the power circuit. Investigation confirmed/duplicated the alleged power issue. (B)(4).